Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for the review. The first photo shows a partial view of the drainage catheter, with a crack noted on the catheter hub. However, it is unclear whether the break is partial or complete as the external connector overlaps the catheter hub. The second and third photos shows a partial view of the implanted drainage catheter, with the external connector portion attached to the catheter hub. No cracks are noted on the catheter hub. Therefore, the investigation is confirmed for reported fracture issue for one device, and the investigation is inconclusive for reported catheter connector fracture issue for other two devices as the provided photos were not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was fractured. The procedure was completed using another device. There was no reported patient injury.